Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charge/modem resets.

Manufacturer narrative:
Evaluation: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger resets) was confirmed. As received, the charger/modem reset. Upon evaluation, the u13 8-bit cmos flash micro-controller on the bedside board was internally shorted and the y1 10 mhz smd crystal on the bedside board was defective. The cause of the resets is the damaged components. The root cause of the damaged components cannot be positively identified. No adverse event resulted from the damaged components.